Event description:
It was reported that during an unrelated procedure, loss of capture, low pacing impedance, and high defibrillation impedance were noted on the right ventricular (rv) lead. The right ventricular lead remained implanted and the device was reprogrammed to resolve the event. The patient was in stable condition.